Event description:
The issue was reported to philips that the device beeps and flashes. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips that the device beeps and flashes. There was no report of patient involvement.